Event description:
Boston scientific received information that during a routine device follow up, this right ventricular (rv) lead exhibited a lead safety switch due to high out of range pacing impedance measurements. The patient indicated they had been having some lightheadedness but unsure if it is related. The field representative will be discussing programming with the physician. There were no adverse patient effects reported.additional information was received from the field representative that he believes a revision procedure has been scheduled.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Additional information was received that this right ventricular (rv) lead was surgically abandoned during a device replacement procedure. A new rv lead was implanted without issue. There were no adverse patient effects reported.